Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance pull off - suture needle. A picture was received for analysis. Upon visual inspection of the picture, the following was observed. Two foil packets of product code vcp345, lot # ph7846 could be observed, no detached needles were noted, and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. It was reported that pull off suture needle occurred during sewing. Changed another one to complete the surgery. No adverse patient consequences were reported.